Event description:
A report was received that the patient was experiencing overstimulation, legs flailing, and loss of consciousness and had to be revived twice. It was also reported that the stimulator was turned on when it happened. The physician decided for the patient to have an explant procedure.

Event description:
A report was received that the patient was experiencing overstimulation, legs flailing, and loss of consciousness and had to be revived twice. It was also reported that the stimulator was turned on when it happened. The physician decided for the patient to have an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not believe that patient's condition were device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4). Description: linear st lead, 50cm.